Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. No definitive root cause could be determined however, it is attributed to the manufacturing process. A search of the complaint database was performed, and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that there was a defect in the packaging resulting in incomplete sterilization of the contents. The defect was identified during preparations for a medical procedure. No patient interaction, or injury to report.